Event description:
The customer's mother reported that the customer has had "multiple issues with pod sticking due to sweating and activities." The customer was without insulin for an entire day and most of the night before it was noticed that the adhesive was soggy and that the cannula was not in his skin. The pod was on the site, however, the cannula had dislodged from the infusion site. The customer became sick and was taken to the ER. He was in the ICU for 2 nights and was diagnosed with diabetic ketoacidosis (dka).

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the reported hospital visit for dka. No lot qualification records were reviewed, as the product lot number was not provided.